Event description:
It was reported by repair work order that the cot can raise in the ambulance due to a damage rail assembly on the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.